Manufacturer narrative:
The pump's information is not yet known.

Event description:
Information was received indicated that air is leaking in to the system when using a smiths medical pump. The pump alarmed several times that there was air in the line. As a result of the issue, the patient was admitted to the hospital in order to complete the therapy.